Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that due to weight loss the stimulator came closer to the surface. When asked, the patient did not recall the date or timeframe when first noticed this change, but they were able to confirm that there had not been any falls or trauma. The patient received a replacement system on (B)(6) 2015. No patient symptoms were reported.